Event description:
Pinching inside the cheeks/ cut to cheeks/mouth [mouth injury] oral-b brushheads have become loose [device connection issue] small metal pin/rod came out in mouth from oral-b brushhead [device breakage]. Case description: a consumer reported that while using an oral-b brushhead, version unk on an oral-b rechargeable toothbrush, version unk, the 3 brush heads from one packet all became loose/oscillating on the shaft and pinched inside the cheeks. The small metal pin came out in her mouth on (B)(6) 2014 and she had to cough it out. On (B)(6) 2014, consumer f/u phone call to consumer relations; the (B)(6) year old female consumer reported an additional symptom of cut to cheeks/mouth after using an oral-b brushhead, version unk on an oral-b rechargeable toothbrush, version unk, both 2 times a day for 2-3 minutes. She discontinued use of the product.

Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.